Event description:
Hcp reported the patient experienced a lack of therapy; increased pain level. A catheter dye study was performed on (B)(6) 2012; they were unable to withdraw fluid. An MRI was performed on (B)(6) 2012 to rule out a granuloma; results were negative. Hcp reported confirmed motor stall and motor stall recovery recorded in the event logs. The motor stall was caused by the patient having an MRI. Caller reported "false motor stall" or telemetry state after the MRI. The recovery was notated on (B)(6) 2012. No alarms were heard. There was dislodgement/migration of the distal/spinal segment of the catheter. A catheter revision/replacement was done on (B)(6) 2012. Patient outcome was noted as no injury. The pump was delivering morphine.

Manufacturer narrative:
Catheter: model# 8598a, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).